Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). During the procedure, while advancing a cat6 through a non-penumbra sheath, the cat6 became kinked; therefore, it was removed. The procedure was completed using a new cat6. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the cat6 was ovalized approximately 94.0, 124.0, 125.5, 127.0, 127.5, 129.0, and from 132.0-134.5 cm from the hub. The cat6 was kinked approximately 75.5 cm from the hub. The cat6 was damaged, and therefore, unable to be functionally tested. Conclusions: evaluation of the returned cat6 revealed the distal shaft was repeatedly ovalized. If the peel-away sheath provided on the device is not properly utilized during insertion of the cat6 into the sheath the distal tip may become damaged. Further advancement of the damaged distal tip will likely cause additional distal shaft damage. Further evaluation revealed a kink on the mid-shaft of the device. Forcefully advancing the cat6 against resistance may result in the device becoming kinked. The distal tip ovalizations likely contributed to this resistance. Based on the return condition some of the ovalizations may be incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.